Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated experiencing sensation from this implanted device and expressed concern about the status of the device. Technical services (ts) referred the patient to a physician for further evaluation. To date, this crt-p remains in service. No adverse patient effects were reported.